Manufacturer narrative:
Conclusion and justification status: complaint review identified that insufficient information had been provided to confirm the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bone fracture during surgery.

Event description:
(B)(4).

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received advising that pra-dva108512 had been raised for further investigation. The complaint shall currently be closed with an outstanding action. Following completion of pra-dva-108512, the complaint shall be re-opened and an investigation addendum shall be added.